Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was fired, but the user did not hear the feedback from the washer, so they continued to squeeze the device for a few minutes and tried to close the device with additional force which broke the safety pin. When the device was pulled, the surgeon saw that the anastomosis was not completed on the posterior side and the staples were not formed. As a result of the malfunction, there was a need for hand suture of the anastomosis which led to extended o.r. Time of about 80 minutes. No patient consequence.